Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an induration in the peristomal area and was treated with augmentin and improved with positon ointment. A tube replacement procedure was scheduled for (B)(6) 2023. The procedure was rescheduled for (B)(6) 2023.

Manufacturer narrative:
Reference number 2353724. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.